Event description:
It is alleged that a piece of the electrocautery instrument fell off and was found inside the pt during the examination after the case. It was reported that there was no injury to the pt.